Event description:
A report was received that the lead was returned for an unknown reason.

Manufacturer narrative:
Additional information was received that the lead was not used on a patient.

Event description:
A report was received that the lead was returned for an unknown reason.